Manufacturer narrative:
The reported event was addressed with phone support. Technical support engineer (tse) guided site through removing trocar with instrument installed, and then removing instrument. Site was able to then successfully remove instrument and reinstall trocar. Site confirmed that after the instrument was removed, the system was functioning as intended and no field service engineering (fse) site visit was required. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument was stuck on the bottom of the cannula. The customer was unable to pull the universal surgical manipulator away from the patient. The customer was able to remove the instrument and cannula together to resolve the issue prior to calling in and no further troubleshooting was done. The procedure was completed with no reported injury.